Event description:
A hospital in (B)(6) reported via a distributor that an (B)(4) autofeed humidification chamber did not fill when the water bag was spiked. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint (B)(4) humidification chamber is currently en route to the manufacturer. We will provide a follow-up report on receipt of the device and completion of our investigation.